Event description:
It was reported that, in 2006, the pt developed an infection and was hospitalized. IV antibiotics were administered. The pt's device was explanted in 2007. The pt was reimplanted two months later.